Event description:
It was reported that a skin reaction had occurred. The product was received and evaluated. An external visual inspection was performed and no damage was found. The customer complaint is undetermined as analysis would not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. According to documentation, the patient observed scabbing beneath the sensor upon removal, seven days after it was applied to the arm. Concerned about the condition, the patient visited an urgent care facility for evaluation on (B)(6) 2025. At the facility, a visual assessment was performed. No additional diagnostic tests were conducted. Based on the visual inspection, the provider confirmed a skin infection and prescribed cephalexin 500 mg, to be taken three times daily for seven days via oral capsule. At the time of reporting, the patient indicated that the skin was healing and appeared clearer, with no ongoing concerns. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.